Event description:
It was reported that a user attempted a supply change independently and the infusion set came out of the applicator, after which an agent confirmed the infusion set had been deployed or connected incorrectly and provided troubleshooting and education to complete the supply change, including confirmation that insulin delivery was resumed. Symptoms included low insulin availability. Outcomes included user education and restoration of therapy. Investigation included customer interview and troubleshooting. Investigation of this case revealed user handling contributed to an incorrectly deployed infusion set or an infusion set connector not attached correctly, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the most likely cause.